Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca and two resolute onyx des were implanted in the lad. Approximately 18 days post index procedure, patient died. Sponsor assessed that the event was not related to antiplatelets medication, but possibly related to index device.

Manufacturer narrative:
It was reported that the cause of death was a heart attack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient exited study. Cec assessed the event as mi as non qwave target vessel (rca and lad). Cec assessed the death as cardiac death with possible stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cause of death was reported to be heart disease; non sudden cardiac death. If information is provided in the future, a supplemental report will be issued.